Event description:
Following the procedure for implantation, there was a leak at the distal edge of the overlap between the two devices on completion angiogram. The source of the leak could not be determined. The physician implanted two additional covered stents extending slightly above the flow divider and post dilated them. Another angiogram following this showed the leak to be repaired but the exact source of the leak was not identified.

Manufacturer narrative:
The grafts remains in situ, and therefore was not returned for evaluation. Images were provided and reviewed by medical director at william cook australia. "There is a type 3 endoleak that appears to be emerging from the distal end of the overlap between the proximal and distal main body components (zfen-p and zfen-d)." Work order ac1036278 was reviewed and appears complete and correct. Upon reviewing the photos taken of the complaint device during manufacture it appears that the device was manufactured as per the form signed by the physician. The device IFU states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak." "The long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." Based on the information received it is difficult to determine an exact root cause. The following factors may have contributed: - anatomical characteristics at seal site not suitable for endovascular repair - inadequate sizing of implant - insufficient ballooning of the overlap region

Event description:
Following the procedure for implantation, there was a leak at the distal edge of the overlap between the two devices on completion angiogram. The source of the leak could not be determined. The physician implanted two additional covered stents extending slightly above the flow divider and post dilated them. Another angiogram following this showed the leak to be repaired but the exact source of the leak was not identified.